Event description:
Pain has been 6-8 with movement [pain upon movement] ([condition worsened]) both knees are equally painful [knee pain] swelling in both knees [knee swelling] case narrative: initial information received on 17-apr-2019 from united states regarding an unsolicited valid serious case received from a consumer. This case involves a male with unknown age patient who experienced pain has been 6-8 with movement, both knees are equally painful and swelling in both knees, with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 6ml once (batch: unknown) for osteoarthritis in both knees. Information on batch number was requested. On an unknown date in 2019, after the injection, before synvisc-one he rated his pain between 4 and 5, after synvisc his pain has been 6-8 with movement (latency: unknown). Patient reported that his pain was zero when he sits. Patient experienced both knees are equally painful (latency: unknown) after the injections and as corrective, he was using tylenol, walker, ice and elevation, however, tylenol had not been helping. He also had swelling in both knees (latency: unknown) where he received the injection. Patient reported he had received cortisone injections in the past which helped his pain immediately. Corrective treatment: tylenol, walker, ice, elevation for pain has been 6-8 with movement, both knees are equally painful; not reported for rest outcome: unknown for all events. Seriousness criterion: disability for pain has been 6-8 with movement, both knees are equally painful a product technical complaint was initiated on 06-may-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date was 06-jun-2019. Additional information received on 06-jun-2019. Investigation summary received and ptc results added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment 19-apr-2019. Patient experienced pain has been 6-8 with movement, both knees are equally painful after receiving synvisc-one. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Pain has been 6-8 with movement [pain upon movement] ([condition worsened]), both knees are equally painful [knee pain], swelling in both knees [knee swelling]. Case narrative: initial information received on 17-apr-2019 from united states regarding an unsolicited valid serious case received from a consumer. This case involves an adult male patient who experienced pain has been 6-8 with movement, both knees are equally painful and swelling in both knees, with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 6ml once (batch: unknown) for osteoarthritis in both knees. On an unknown date in 2019, after the injection, before synvisc-one he rated his pain between 4 and 5, after synvisc his pain has been 6-8 with movement (latency: unknown). Patient reported that his pain was zero when he sits. Patient experienced both knees are equally painful (latency: unknown) after the injections and as corrective, he was using tylenol, walker, ice and elevation, however, tylenol had not been helping. He also had swelling in both knees (latency: unknown) where he received the injection. Patient reported he had received cortisone injections in the past which helped his pain immediately. Corrective treatment: tylenol, walker, ice, elevation for pain has been 6-8 with movement, both knees are equally painful; not reported for rest. Outcome: unknown for all events. Seriousness criterion: disability for pain has been 6-8 with movement, both knees are equally painful. A product technical complaint was initiated and results were pending for the same.